Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedance values of greater than 3000 ohms which triggered a lead safety switch (lss). There were stored episodes with noise on the ra channel which resulted in oversensing and pacing inhibition of greater than 2 seconds. There were also two signal artifact monitoring (sam) episodes where there was minute ventilation (mv) noise on the ra channel. Subsequently, the mv feature was disabled. Technical services (ts) analyzed device episode data. No adverse patient effects were reported. Currently, this lead remains in service.